Manufacturer narrative:
The harmonic ace curved shears has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the harmonic ace curved shears is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the harmonic ace curves shears broke and fell into the patient.

Event description:
It was reported that during a da vinci gastric bypass surgical procedure, the teflon jaws of the harmonic ace curved shears broke and fell into the patient. The fragments were retrieved during the da vinci surgical procedure. The customer discarded the instrument. There was no allegation of any harm, injury, or adverse outcome to a patient.